Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient incision become infected after battery replacement. The patient had a full system explant occur. Patient was scheduled for full reimplant at a later date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
It was noted that the patient vns reimplant was canceled due to the patient's infectious disease expert advising against it, citing the risk of repeat infection. No additional relevant information has been received to date.